Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported blank screen which was reproduced as a white screen upon power up. The processor printed circuit board was determined to be the cause and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's screen went blank during therapy (medication, dose, programmed amount and delivery rate unknown) in the floor a memorial care area. There was no patient injury or medical intervention associated with this event. No additional information is available.